Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post; market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code (B)(4) used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a hind foot fusion nail, along with a spiral blade and three (3) 5.0 mm locking screws, was removed due to pain. Surgical outcome and patient status is unknown. This report is for a 12mm titanium (ti) hindfoot arthrodesis nail. This is report 1 of 3 for (B)(4).